Manufacturer narrative:
At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be updated.

Event description:
\\

Manufacturer narrative:
Two lead segments were received in our (B)(4) laboratory with both the outer and inner coils fractured at 260 millimeters (mm). Slight deformation/kinks in the outer insulation and wear to the inner insulation were observed at 243, 247 and 257 mm. A kink in the outer insulation was observed at the 260 mm fracture site with the insulation ending at 265 mm. X-ray examination revealed that the proximal outer coil wire had a secondary fracture creating a short wire segment which remained attached by the insulation. Due to the returned condition of the lead, routine mechanical and electrical testing was unable to be performed.

Event description:
Boston scientific crm received information that during a routine device changeout procedure, this left ventricular (lv) lead was observed to be fractured secondary to pool slack placement in the pocket. A new lv lead was implanted without complication. No adverse patient effects were reported with this clinical observation. The lead was to be returned for reliability analysis.